Event description:
Related manufacturer reference number: 2017865-2018-02641. During an in-clinic follow-up, there was an infection noted on the pocket of the device and the left ventricular (lv) lead. The device and lv lead were explanted and the patient was stable.